Event description:
A report was received that the pt was experiencing a shocking sensation around his feet, hands, and across the chest when he walked around with the stimulation on. X-ray confirmed a kink in the lead. The pt was reprogrammed and confirmed that he was receiving pain relief from the new program.